Manufacturer narrative:
A.6 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that they encountered delivery issues with an impella 5.5. The decision was made for impella placement. A 10mm graft was prepped and due to lack of space on the anterior aorta, the physician elected for right axillary insertion. Cutdown was made and the graft was anastomosed successfully. The impella 5.5 was prepped and purged. A 23f peel away sheath was inserted into the graft and back-bled, intending to treat the patient with the impella, but the physician made one more attempt to come off bypass and the patient's ejection fraction recovered dramatically to 50-55%. Therefore, the decision was made to abort the implant and to close the chest. The patient was sent to the intensive care unit.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Unable to deliver or advance : the cause of the delivery issue was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.